Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that contacts 0 - 5 were having out of range (oor) impedances. It was reported that the patient was experiencing intermittent stimulation. An impedance check was performed. It was determined that pressing at the extension-battery connection produced intermittent stimulation. It was reported that surgery was planned for 2018 (B)(6) when the patient's schedule allows. No further complications are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-75 lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) clarifying that a lead revision was going to be performed on 2018 (B)(6). It was reported that the cause of the out of range (oor) impedances were not determined and they have not been resolved. It was reported that the weight of the patient at the time of the event was unknown. It was indicated that the provided information had been confirmed with the patient's physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The clinic reported that the patient¿s device was interrogated, and some impedances were out of range. It was reported that the rep planned a visit with the patient at the clinic on (B)(6) 2017. It was unknown if there were any external factors that may have led to the issue. Diagnostics and troubleshooting is pending the appointment on the (B)(6). The issue was not resolved at the time of the report. It was reported that the event occurred on (B)(6) 2017. No symptoms were reported. No further complications were reported/anticipated.